Manufacturer narrative:
The rpt'd problem could not be duplicated. The frequency of death or serious injury rpt's for code 100 (accuracy - general) for lifecare 5000 products is <.07/million sets.

Event description:
Possible underdelivery reported. A nurse states that "the total volume infused as registered on the pump did not match the fluid volume left in the bag." The pump was infusing, ifosfamide and mesna at an unspecified rate. The container held 370ml. At dose end, the display indicated that 371ml had infused, however, the container still had approximately 50ml remaining. No pt adverse effects were reported. No further info was available.